Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: addrs1p ipg, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported there were high thresholds on the right atrial epicardial lead. The lead was programmed off until replacement. The lead was capped and replaced. No patient complications have been reported as a result of this event.